Event description:
Hosp personnel responded to a pt described as in cardiac arrest. Pt was connected to the device and diagnosed with a shockable rhythm. An unknown number of countershocks were delivered and the pt was resuscitated. According to the reporter, at some time during the code, the operator pushed the charge button and the device did not charge. No adverse effects to the pt were reported as a result of the alleged malfunction.